Event description:
It was reported that pt presented via merlin with a concerning amount of noise on the v. Sense amp channel. It as not being sensed, and the gain was large on that channel, but nothing similar was sensed on the a. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).